Manufacturer narrative:
Attempts for additional information requests were made. The unit has not been returned to allow an analysis to be performed. The distributor indicated that their customer decided not to return the device for repair. If new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the ac power inlet is loose. The unit turns off intermittently. No known impact or consequence to patient.